Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. This patient was also noted to have been a twiddler. Review of device data, also determined that the r-wave amplitude resulting in the smartpass feature to be deactivated. The patient was subsequently hospitalized. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.